Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final pump analysis revealed no anomaly found. Final analysis of the returned catheter revealed non-significant dent in the seal which did not affect infusion.

Event description:
It was reported that the catheter was being replaced due to an occlusion. The pump was read prior to surgery and an ¿empty reservoir¿ was noted which had occurred ¿weeks¿ prior. The physician opted to replace the pump prophylactically at the same time to avoid in-vivo battery depletion. The patient experienced pain, it was questioned whether this was due to a missed refill. It was later reported that the cause of the alarm was a missed refill. A catheter dye study had been performed around (B)(6) 2013. The physician was unable to aspirate the cap. The spinal portion remained in the patient. The patient was effectively receiving therapy. The device system was used to deliver dilaudid, bupivacaine, clonidine and baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.